Manufacturer narrative:
Per FDA request: section b5: include article citation. Section h11: this report is being submitted as part of a retrospective review for literature MDR per CAPA 207.

Event description:
Article citation: bürckenmeyer f, aschenbach r, diamantis I, teichgräber u. Excimer laser atherectomy in complex peripheral artery disease: a prospective european registry. J cardiovasc surg (torino). 2021 apr;62(2):153-161. Epub 2021 jan 22. Pmid: 33480520.

Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B3) article citation: bürckenmeyer f, aschenbach r, diamantis I, teichgräber u. Excimer laser atherectomy in complex peripheral artery disease: a prospective european registry. J cardiovasc surg (torino). 2021 apr;62(2):153-161. Epub 2021 jan 22. Pmid: 33480520. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/h4) the serial number was not provided, thus the following information is unknown: unique ID and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G2) this event was captured from information contained within a journal article. Generalized patient information/medical history was listed; however, specific patient/case detail was not provided for each of the adverse events involving the spectranetics devices. H3/h6) no other information was available regarding the cvx-300 laser system; therefore, the cause could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 22jan2021) titled "excimer laser atherectomy in complex peripheral artery disease: a prospective european registry". The article retrospectively reviewed data of patients who underwent excimer laser atherectomy (ela) for the treatment of complex lower limb artery disease. A total of 294 patients enrolled at 14 european centers. The ela procedures were performed using spectranetics cvx-300 excimer laser systems, spectranetics turbo-elite, and turbo-tandem laser atherectomy catheters. Periprocedural complications included 1 procedure where the excimer laser could not be restarted after interruption due to system error (MDR # ). In 2 patients, laser atherectomy resulted in perforation that was resolved by covered stents. Bailout stenting was also required in 38 dissections, 42 patients with residual stenosis, and 3 patients with thrombosis. In 1 patient, an arterio-venous fistula was successfully treated with poba. Two (2) cases of distal embolism were treated with aspiration or local lysis. Four (4) patients underwent minor or major amputation at one, six, and nine months follow-up. (MDR #3007284006-2026-00022, MDR #3007284006-2026-00023). One (1) patient died 2 months after laser atherectomy and 1 month after minor amputation of the foot. Initial cause of death is unknown (MDR #3007284006-2026-00020, MDR #3007284006-2026-00021). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for each of the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 22jan2021 has been used, the date of publication. This report captures the cvx-300 terminal system failure, delay of procedure; potential for harm.